Event description:
As reported per the edwards clinical specialist (cs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure, after the procedure was complete an angiogram was taken and showed a dissection of the left common femoral artery. A 10 mm covered stent was implanted by the surgeon. Additional investigation revealed the following: the 22f retroflex sheath was advanced into the abdominal aorta over a lunderquist wire. Failure to secure the sheath in place resulted in the sheath backing out, as well as the wire coming back. The physician reinserted the wire and re-advanced the sheath.

Manufacturer narrative:
The sheath is not available for evaluation as it was discarded by the site; however, there was no report of device malfunction. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the minimum luminal diameter was 8.0mm, and the vessels were noted to be mildly tortuous. The root cause of the reported right common iliac dissection cannot be confirmed. The vessel size was adequate, and there was no significant calcification and only mild tortuosity noted. It possible that the dissection occurred when the sheath and wire backed out of the vessel, or then the wire and sheath were re-inserted. It is also possible that calcium and/or vessel tortuosity that was not appreciable on prescreening imaging could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.